Event description:
During device inspection at a cadaver lab the tip of the device was found to be broken off. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
During device inspection at a cadaver lab the tip of the device was found to be broken off. No patient involvement or procedural delays were reported with this event.